Manufacturer narrative:
Device evaluation: the device has not been returned. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that device displays cassette not attached properly error, after restart following volume and pressure test. No patient injury was reported.

Manufacturer narrative:
Additional information received on 01-sept-2022 via email and attached in complaint object: the device in question was undergoing pm testing when the fault was noted. No patient involvement was reported. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. Error was found in the device ehl (event history log) multiple times. The customer stated problem was not duplicated. Contaminated downstream occlusion sensor was replaced. The cause of the reported problem was traced to the customer contamination of the device. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.